Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A functional assessment was performed and the reported condition was duplicated and confirmed. The assignable root cause was determined to be normal wear from use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during engineering evaluation it was discovered that the motor device was displaying an e5 error. This event was not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Due to further investigation, the evaluation was updated. It was initially reported that the root cause was due to normal wear and servicing however, it was determined to be due to misuse, abuse and or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.